Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy procedure, the connection between the absorbable suture and the suture needle was disconnected and was replaced in time, which did not cause adverse consequences to the patient.